Event description:
Add'l info received from reporter on 04/30/2019 for report number mw5086093. I have already submitted a report and I am correcting info. Mcghan breast implants were secondary to stage IV cancer, (B)(6) 1995. Dr (B)(6) inserted tissue expander on (B)(6) 1995. He asked me to join (B)(6) hosp (B)(6) clinical study on (B)(6) 1995. Dr (B)(6) was the principal investigator. He sent me to other people to take photographs of my breast. He stacked two implants on my left mastectomy side, to correct his mistakes. More photos taken to encourage dr (B)(6)'s pts. He asked to have (B)(6) document my story about FDA approved mcghan implants, with other women. Then, he sued (B)(6) for the film's rights. On (B)(6) 1996 - staph infection following (B)(6) 1995 surgery - rushed to emergency, given IV and antibiotics, (B)(6) hosp (B)(6) - (B)(6) medical (B)(6) - dr from emergency room called dr (B)(6), (B)(6) med lab expense (B)(6) paid by (B)(6). On (B)(6) 1997 - (B)(6)'s notes sent to (B)(6) disability: notes from (B)(6) 1995 to (B)(6) 1996, and (B)(6) 1996 to (B)(6) 1997. Disability papers stamped (B)(6) 1998, (B)(6) disability, signed (B)(6) 1998, stated that I "suffered 'severe' impairments status post left modified radical mastectomy and residual effects of breast reconstruction surgeries." Disability continued, as reviewed by judge, (B)(6) 2001. On (B)(6) 1999 (B)(6) - right implant leaked. Sister (B)(6) went with me to dr (B)(6)'s after my right implant ruptured. She asked him where was the video stating FDA approved. He replied "somehow, it just disappeared." On (B)(6) 1999, (B)(6) said he would do the explanting but that I would never feel any better with them out, the problems I was having were in my head. He wanted to try the flap. On (B)(6) 2001, (B)(6) terminated me. Mcghan, (B)(6), and dr (B)(6) lacked integrity in their clinical study - with obstructions to this human subject which caused objectionable conditions and serious deficiencies caused by the MFR, hosp with poor dr f/u. Their intentional adulterated authority lead to my full disability. How did this clinical study get approved for safety and protection on human subjects, with so many irregularities? Why can't (B)(6) enforce justice to human subjects of breast implants caused by troubled drs who falsify notes and fail to comply with FDA regulations? How can any government agency - without correction in this country - steal human subjects' years of life and cause disabilities? Somebody should go to jail. Thank you for your diligence. Replacement with a "655 cc implant to 700", capsule vectorization on right breast with implant retained in situ (mcghan/inamed style 163 biodimensional full-anatomical saline inflatable prosthesis, posterior diaphragm valve, late issue, 655 cc filled 700 cc, cat no. 27-163656, lot no. Hz7937) (40-41 mm internal patch, 23-24 mm aperture, 30-31 mm outer patch) (implant received innovatal), marking "mcghan 420 cc". Left implant with thin clear fluid and markings "mcghan 655 cc", left implant with attached fibrous membrane; right capsule with multinucleate foreign body giant cell reaction to polarizable foreign material, mild fibrocystic change with micro calcifications.

Event description:
Mcghan breast implants were secondary to stage IV breast cancer 1995. First chemo, (adriamycin and cytoxan) on (B)(6) 1995, before I was cleared of cancer. Dr (B)(6), said mcghan breast implants had no risk even if they leaked prior to first surgery; dr (B)(6)showed me with 3 of my support group a video that the implants were FDA approved. He didn't give me full disclosure about implants. I was in trauma, he lied about the effects of mcghan implants and their brochures didn't address issues regarding lack of product integrity. He insisted I join the mcghan breast study (B)(6) 1995, to encourage women to have mcghan implant since I was a positive person. He had someone take photographs of my breast several times to document my breast reconstruction. After insertion of the first implant, I had excruciating pain and illnesses began. Pathology reports from infections continued. Dr (B)(6)'s blazingly standard 5 word response to my pain, "it's all in your head," documented in his medical notes. Four implants were put in and taken out, spending of my funds for healing of illnesses, unable to work, unable to think clearly, unable to hold items in my left hand without dropping them. How many times did (B)(6) do capsular break up - mcghan documented not due to this procedure. I sank into a clinical depression needing meds, with no hope of a productive life, as I had before breast implants, disability continued after review by the judge, in (B)(6) 2001. My documented illnesses by many physicians records, hospitals, labs, and medical records are in my (B)(6) disability papers signed (B)(6) 1998. They stated that I suffered "severe" impairment status post left modified radical mastectomy and residual effects of breast reconstruction surgeries. Impacted debilitating of mcghan breast implants: migraine headaches, yellowish tint to my skin, brain fog, mood swings, skin dry, and tight chemical body odor, gallbladder attack, toxins from ruptured implant, hives, searing chest, pelvic and back pain, even down my legs to my feet, adrenal fatigue, anxiety, hair loss, autoimmune symptoms, chronic fatigue syndrome, candida, fibromyalgia, rheumatism / arthritis, hormonal imbalance, weight gain, extreme exhaustion. Immune system depleted, infections, depression, pathology-rsv, (B)(6). On (B)(6) 1995 - mcghan medical corp - saline filled implant reconstruction clinical study page 13. "Neither mcghan medical nor the FDA know of any reason why exiting health coverage policies should not continue, determined by physical exam that you do not have any connective tissue / autoimmune disorders such as rheumatoid arthritis, systemic lupus erythematous, discoid lupus or scleroderma. On (B)(6) 1995, (B)(6) - left mcghan style 168 saline inflatable, round, biocell textured cat no: 27-168/751, lot no: fx1290. On (B)(6) 1995, right breast mcghan style 168 saline inflatable round, biocell, textured, anterior diaphragm valve, cat no. 27-168421, lot no. Hi1262. On (B)(6) 1996 left stacked implant mcghan style 168 biocell textured saline inflatable cat no. 27-168151 lot ho0839. On (B)(6) 1997 removal stacked insert (mcghan style 163 cat no. 27-163656, lot no. Hz7937). On (B)(6) 1999, (B)(6) - right ruptured implant to cat 27-168421, lot hi1262, (B)(6) 1999 - (B)(6) to (B)(6) notes; (B)(6) 1995 to (B)(6) 1996, dr (B)(6), progress notes (B)(6) 1996 to (B)(6) 1997. Dated (B)(6) 1998 - (B)(6) 2000, dr (B)(6) explanted, contracture on left, ruptured on right. On (B)(6) 2000 dr (B)(6) - pathology, right implant capsule multinucleate foreign body giant cell reaction, mild fibrocystic change with micro calcifications. About (B)(6) 1999 dr (B)(6) said he would do the explanting but that I would never feel any better with them out, that the problems I was having were in my head. Lack of ethical accountability with irregularities by (B)(6), mcghan. FDA safety report ID# (B)(4).